Event description:
The customer stated there was an increase in the number of (B)(6) results generated on the architect i2000sr analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated or out of range (B)(6) results may be observed for the architect havab-igm assay, list number 6c30, when it is run on the same module with the architect anti-hbs, list number 7c18. This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. Additionally, there is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the (B)(6) which is coated on the microparticle component of the assay. This leads to lower (B)(6) values and elevated signal from (B)(6), which in turn has the potential to cause increased (B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect (B)(6) customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the (B)(6) have been implemented.